Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 400 mg/dl at the time of the incident. The customer was given manual injections to treat. The customer experienced symptoms such as vomiting, abdominal pain, and difficulty breathing. The customer was wearing the insulin pump during the incident. The customer believes the pump was under delivering. Troubleshooting was not completed as the customer declined, and the pump failed a self test with a hardware low level failures alarm. The insulin pump will be returned for analysis.